Event description:
It was reported that episodes of high ventricular rate (hvr) due to noise were noted on the right ventricular (rv) lead. The noise was reproducible with isometric push. Device reprogramming was made. The patient was asymptomatic and was in stable condition. The patient will continue to be monitored remotely.